Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it was reported that a reciproc file broke during use. Root end surgery / apicoectomy was done.